Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect on two occasions when the stimulator did not cover the pt's pain. The pt increased the stimulation and it didn't cover the pain. Add'l info rec'd reported that the device was reprogrammed several times. It was reported that the pt's body had adapted to the stimulation, and now it didn't work. The stimulation worked for the first three months. The pt experienced shocking over the neurostimulator that the doctor said was normal. It was also reported that when the pt turned her head to the left, the stimulation turned off and when the pt turned her head to the right, she got shocking and body jerking. Add'l info has been requested, but was not available as of the date of this report.